Event description:
A us distributor contacted zoll to report that a patient was experiencing an irritation under the lifevest. Initially the irritation was reported as itchiness, but due to scratching there are open areas. It was also reported that the patient developed sores. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. There is no indication that the patient received medical intervention. Reporting out of an abundance of caution.